Event description:
The device was returned for service with the report of failure code 810:11. Information was not provided regarding whether or not the device was in patient use when the reported event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.